Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two endeavor sprint drug eluting stents were implanted in the rca during the index procedure. Approximately 14 months post index procedure, the patient suffered an old myocardial infarction. The patient was treated with medication and recovered. The investigator reported that the event was not related to the study device or procedure.